Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) examined the presenting electrogram (egm) and recommended in-clinic evaluation. No adverse patient effects were reported. Currently, this lead remains in service.